Manufacturer narrative:
Concomitant medical products: fr995-23 tissue valve, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture, noise, oversensing, short v-v intervals, and dropped impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.